Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material exited the air/water nozzle due to insufficient reprocessing. It could not be determined why foreign material was left in the air/water nozzle. The following is included in the instructions for use (IFU) and may help prevent the event: "warning if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." "Warning thoroughly reprocess the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital and at olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received about the event and to correct information provided on the initial report. Correction. Additional information. The investigation is ongoing, supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Additional information was received. The event occurred prior to the procedure on (B)(6) 2021.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was a leak at the control unit. The insulation of the distal end cap was too low. The light guide lens and c-cover were cracked. The bending tube was deformed and returned from maximum angulation. The angulation shaft was deformed. The scope cover was broken. The up/down knob was cracked. The stiffness control had malfunctioned. There were pixel faults in the image area. The insertion tube coating was slightly damaged, and the protector was slightly damaged. Foreign objects blocked the auxiliary channel due to insufficient or incorrect reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera iil colonovideoscope was leaking at the handle part and between the control wheels. No patient harm reported. During the evaluation of the device, it was noted there was foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.